Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt mentioned for a couple months their implant would gradually not hold a charge as long. Pt said when they first had their ins, it would hold a charge for 2 days, then every other day, and now was continuously having to charge. The pt mentioned their cervical lead was at 1.4 intensity and their lumbar lead was at 4. Pt mentioned they talked to their rep today and was going to meet them on thursday to check the device. No symptoms were reported.